Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for thrombus in both the inflow and outflow cannulas. Log file review did not capture any unusual events and no abnormal events were seen on interrogation. Pump power was showing a slight downward trend. The patient underwent a transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus could not be confirmed through this evaluation, as no images were submitted for review and the device was not returned for evaluation. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported thrombus could not be conclusively established. It was reported that the patient was admitted for thrombus in both the inflow and outflow cannulas. The submitted log file captured data from (B)(6) 2022 ¿ (B)(6) 2022. Pump power and flow showed a slight, gradual decrease over time. No notable events or alarms were captured, and the pump appeared to function as intended at or above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient ultimately underwent a transplant on (B)(6) 2022, and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Additionally, several sections of the heartmate ii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.